Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23 feb 2023. H6: investigation summary one sample of material number 2420-0500 was submitted for quality investigation. It was reported by the customer that tubing failed to prime. Evaluation of the extension set shows that the extension set tube separated from the drip chamber. Further visual inspection shows a lack of solvent on the tubing. Because of separation, priming of set could not be possible. Quality notification send to manufacturer . Further investigation response received as the failure mode of detachment observed was not reproduce in the line by manufacturing. A device history record review for model 2420-0500 and lot number 22093365 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be determined by supplier for this failure mode.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv clogged. The following information was provided by the initial reporter: on (B)(6) 2023 our pediatric ICU attempted to use the above referenced product on a new patient in the area and the tubing failed to prime.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv clogged. The following information was provided by the initial reporter: on (B)(6) of 2023 our pediatric ICU attempted to use the above referenced product on a new patient in the area and the tubing failed to prime.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.